Manufacturer narrative:
02/12/1999- supplemental report sent to FDA. The product was returned and evaluated, however, the exact cause of the condition could not be reliably determined.

Event description:
The product was used during an unspecified procedure. Reportedly, the jaws did not open propely and clips did not position properly. No pt injury occurred.